Event description:
Sales representative reported that the patient complained of pain after a hip arthroscopy procedure. The patient returned to receive an injection because of the pain and it was discovered under fluoro that a 2" piece of a nitinol guidewire had broken off in the patient's buttock area. There was a second surgical procedure to remove the broken piece of wire therefore, nothing remains in the patient. Broken piece is not being returned as the patient is a nurse and requested to hold onto the piece. Sales rep stated that the facility does reprocess their nitinol guidewire and spinal needles. Further information revealed that since this incident, the center no longer reprocesses wires and needles. The patient is currently doing well.

Event description:
Sales representative reported that the patient complained of pain after a hip arthroscopy procedure. The patient returned to receive an injection because of the pain and it was discovered under fluoro that a 2" piece of a nitinol guidewire had broken off in the patient's buttock area. There was a second surgical procedure to remove the broken piece of wire therefore, nothing remains in the patient. Broken piece is not being returned as the patient is a nurse and requested to hold onto the piece. Sales rep stated that the facility does reprocess their nitinol guidewire and spinal needles. Further information revealed that since this incident, the center no longer reprocesses wires and needles. The patient is currently doing well.